Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the stimulator has not been working for a while and there was a loss of stimulation. The patient reported a poor communication screen on the patient programmer and unable to communicate with the ins using the patient programmer. The patient reported that they were unable to attempt a normal charging session with the ins recharger. It was reported that the ins recharger was not able to operate and unable to charge ins. The patient reported that the last time they felt stimulation was late 2016 and the last charging session was more than three months ago. The patient reported that they were having pain where the ins is located on their right side, and it bothers them when something rubs against the skin. The patient stated that the pain issue is minor and they can tolerate it. The patient reported that the ins recharger screen is blank despite being plugged into the wall. It was reported that the desktop charger light was on and there was no issue about a loose or broken connector pin. The patient stated that ins recharger has not been used for a while. The patient reported that they have had four back surgeries and have rods and screws in their back. The patient confirmed that the surgeries occurred prior to the neurostimulator system being implanted.